Event description:
It was reported that the patient presented to the emergency room experiencing dizziness. Upon interrogation, it was noted that the right ventricular - rv lead exhibited failure to capture. During the procedure, while attempting to reposition the rv lead, it was noted that the helix failed to extend. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event for failure to capture was not confirmed, while the reported event for a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the extended helix clogged with blood. After cleaning, the helix was able to retract and extend. The measured full helix extension length was measured to be within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event for a helix mechanism issue was due to blood clogging the helix at the helix region.